Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/08/2020. A manufacturing record evaluation was performed for the finished device pck602 batch number, and no non-conformances were identified. Investigation summary: one needle-suture in two section of product code 1696, lot pck602 was received for analysis. During the visual inspection of the opened sample (needle-suture piece), the swage and attachment area were noted to be as expected. However, slightly marks on the body needle and the end of the suture piece cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was examined, and an end of the suture was cut and was matched with the extreme of the needle/suture piece. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was broken easier than usual, during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/18/2020.